Event description:
It was reported that 1000 bd vacutainer® k3e plus blood collection tubes produced low volume draws. The following information was provided by the initial reporter: "the phlebotomist observe improper tube filling while drawing blood, low fill volume were observed in all the tubes were observed."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for undefill with the incident lot was observed. The samples could not be tested due to being used prior to receipt. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for undefill with the incident lot was observed. Evaluation or testing of the customer samples was not conducted due to the tubes already been used. Additionally, evaluation/testing of the retain samples was conducted and underfill was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1000 bd vacutainer® k3e plus blood collection tubes produced low volume draws. The following information was provided by the initial reporter: "the phlebotomist observe improper tube filling while drawing blood, low fill volume were observed in all the tubes were observed."